Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I lost 4 of them it makes me soo frustrated') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and vaginal infection ("I really got so irriated with my infections or vaginal infection.") And was found to have weight increased ("I just google them and they help you a lot of losing weight "). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, vaginal infection and weight increased outcome was unknown. The reporter considered device dislocation, vaginal infection and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I lost 4 of them it makes me soo frustrated') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and vaginal infection ("I really got so irritated with my infections or vaginal infection.") And was found to have weight increased ("I just google them and they help you a lot of losing weight "). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, vaginal infection and weight increased outcome was unknown. The reporter considered device dislocation, vaginal infection and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.